Manufacturer narrative:
If additional info becomes available, a supplemental report will be submitted.

Event description:
The first implant, a large 0 x fuse, did not expand to the tolerances it should have, the implant was removed, allowed to rest on the mayo and a larger xl 0 x fuse was implanted. There was no adverse consequence to the pt.